Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular and right atrial channels. This was due to programming of the device. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.